Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a peripheral angioplasty, the advance 35 lp low profile balloon catheter was noted to have a hole in it. The medical team opened and used a competitor device to complete the procedure. The reported event occurred prior to patient contact therefore, therefore did not result in any adverse event or injury to the patient.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, manufacturing instructions, instructions for use(IFU), and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. The device history record was reviewed and two non-conformances were noted in the manufacturing department. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints.